Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 25161561, 25162044, and 25162587 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that a vasoview hemopro 2 used for an endoscopic vein harvesting procedure, did not function correctly. Replacement device was used to complete the case. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.